Event description:
In response to MDR #(B)(4) received (B)(4) 2014.

Manufacturer narrative:
Skytron is in receipt of MDR #(B)(4). The MDR does not state the name of the facility or offer a contact name or phone number. The MDR also does not list a serial number of the table. With no contact info or serial number, we are unable to do an investigation into the alleged incident that occurred on (B)(6) 2013. If the FDA receives additional info and forwards it to us, skytron will conduct an investigation.